Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that the patient's infusion set's tubing came apart from the site location while the patient was sitting. The patient blood glucose level was 5.5 mmol/l. The site location was left side of patient's hip, with pump located on the left side as well. Moreover, the infusion had been used for 2 days. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. No further information available.